Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# doh-mw5031603) in united states on 16-oct-2013 who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced irregular bleeding, cramping, nausea, headaches, and back pain. No information was given on consumer's history, past drugs, concurrent conditions or concomitant medication. On (B)(6) 2007 the consumer had essure (ess205) (fallopian tube occlusion insert) inserted. Consumer states that, ever since she has had the essure procedure done in (B)(6) 2007, she has had problems with irregular bleeding, cramping, nausea, headaches, and back pain. Reporter causality was not reported. Internal correction on 28-oct-2013: upon internal review on 28-oct-2013 from initial source document, received on 16-oct-2013, the case category was changed from non-incident to incident. 11-nov-2013: after an internal review, the incident category was changed to non-incident. Follow up 17-dec-2013: no response. No new information was provided. Follow-up received on 17-oct-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting that took place in september 2015 (case# FDA-2014-n-0736-1614). Consumer reported that she had essure placed in 2007 and states that, around 2010, her problems began. She struggled with terrible abdominal pain, nausea and severe bleeding. She has seen 3 different obstetricians/gynecologists to try and treat her symptoms. She tried several different medications and none helped. According to her, she has had 4 essure related surgeries. The first was done after an ultrasound showed one of her essure coils had migrated into her uterus. Her physician tried to remove the coil; however it had embedded itself into her uterine lining. She had to cut it and leave a piece there as it would have caused too much damage for her to pull it out. Second surgery consisted of an ablation to try and help her symptoms. Again no improvement occurred. She then had a hysterosalpingogram which showed a piece of the remaining coil and the full untouched coil, however the radiologist could not determine the actual location. Third surgery was a total hysterectomy with bilateral salpingectomy, which also turned into a unilateral oophorectomy due to a complication during surgery. Approximately 10 days after her third surgery, she was rushed to the emergency room and had her fourth surgery which was an exploratory laparotomy to repair a perforated bowel. Followed by a 5 day hospital admission and, since then, she has a ton of problems with continued abdominal pain and problems with her bowels. Consumer also reported that she is next scheduled to see a gastro-intestinal specialist at the end of the month ((B)(6) 2015). In addition, according to pathology report, her right and left fallopian tubes had no significant pathological abnormalities. Consumer also informs that essure coils were not mentioned on the pathology report from hysterectomy and neither in the operation notes. Consumer wonders whether coils were taken out during surgery or if they are floating around inside her somewhere. Product technical complaint (ptc) investigation result received on 04-nov-2015: ptc global number is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced nausea, headaches, back pain, irregular bleeding / severe bleeding (seen as genital bleeding), cramping / terrible abdominal pain. Consumer underwent 4 essure related surgeries. The first was down after na ultrasound showed one of her essure coils had migrated into her uterus. Her physician tried to remove the coil, however it had embedded itself into her uterine lining. A hysterosalpingogram was performed, but the radiologist could not determine the actual essure location (seen as device dislocation). The third surgery (total hysterectomy with bilateral salpingectomy) was performed, which also turned into a unilateral oophorectomy due to complication during essure device removal surgery and after that she underwent an exploratory laparotomy to repair a perforated bowel. All these events were considered serious. Only the event unilateral oophorectomy was considered unlisted in the reference safety information for essure. The other events are listed. In this case, the exact date and mechanism of embedded device and device dislocation are not known. Considering a positive temporal relationship between the events and suspect insert and given their nature, a causal relationship cannot be excluded, except for unilateral oophorectomy which was considered as not assessable since the exact reason was not provided. This case was upgraded to incident since a surgical intervention was performed. Additionally, non-serious events were performed. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.